Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation, balloon deflation failure occurred. A 3.5mmx40mmx135cm (4f) sterling balloon catheter was selected. There was no visual issue noted to the device prior to use and flushing was performed continuously during preparation. The balloon was initially inflated; however, when negative pressure was applied to the device many times, it was noted that the air still in the balloon and the balloon failed to deflate. The procedure was completed using a 3.5mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.